Event description:
The customer reported via phone call that the insulin pump alarmed failed on startup. The customer's blood glucose was 104 mg/dl. The customer also received a battery out limit alarm on the insulin pump. The customer stated that the alarm occurred after a battery change. The customer was informed that the battery out limit alarm and the failed on startup alarm exhibited normal insulin pump behavior. The customer was advised that the insulin pump was working as designed. The customer agreed to monitor the insulin pump and call back if any issues persisted. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.